Manufacturer narrative:
Continuation of d10: product ID tm91d0 lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm91d0, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a return of tremor and slowness. The patient attempted to increase stimulation using the patient programmer but was unable to connect the programmer to the deep brain stimulation implantable neurostimulator (ins) . Upon turning on the programmer, the patient felt a shocking sensation, though the connection to the device was never completed. The patient's symptoms resolved on their own without any changes to the deep brain stimulation, and no troubleshooting or interventions were performed. No surgical intervention occurred or was planned. No external factors contributed to the event. No patient complications have been reported as a result of this event. Additional information was received from the manufacturer representative (rep) that it was determined that the external device did not shock the patient. The information was confirmed with the healthcare provider (hcp).